Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate therapy that was noted via follow-up remote. No intervention was performed. It was discussed to have patient come in clinic and have the recommended programming changes made. The patient was stable.